Manufacturer narrative:
(B)(4). Batch #: t5a59c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during pre-op of a lap roux-en-y, there was a new tech in the room and she removed the device from the package and she said the handle wasn't functioning. The device closed and wouldn't reopen. The tech said they did use the reverse button and the device still did not open. Case completed with another device of the same product code. There were no patient consequences reported.